Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 189 mg/dl while the sensor gave a reading over 400 mg/dl. At time of this report, customer's blood glucose was 182 mg/dl and customer received a change sensor alert after a calibration error. Customer also received a sensor reading of 84 mg/dl while blood glucose was 189 mg/dl. Insertion and calibration techniques were discussed. Customer will not be returning the sensor for analysis.